Event description:
It was reported that before the thrombectomy procedure, the device packaging and the device, a 125cm ic 71 embovac aspiration catheter (ic71125ca / 31742268) was inspected, and both were found in good condition. During the thrombectomy procedure targeting an occlusion in the distal end of the left internal carotid artery, during the process of removing the thrombus for the first time, the embovac aspiration catheter could not aspirate the thrombus. The physician removed the embovac from the patient for inspection and found that the tip and the shaft of the embovac catheter were compressed / flattened. The physician replaced the device with another from a different manufacturer and completed the procedure, which was reportedly prolonged by about 10 minutes. There was no report of any negative impact on the patient. On 11-jun-2026, additional information was received. The information indicated that the thrombectomy procedure was targeting an occlusion in the distal right internal carotid artery. Related to the clot / thrombus characteristics, ¿some emboli are relatively hard in texture, with large quantities and elongated blood clots measuring approximately 1-2 cm.¿ this was an adapt (direct aspiration first pass technique case). The device was not snaked (advanced without microwire/microcatheter). There was vascular tortuosity, however, whether it was excessive or there was acute bends in the target vessel was not stated. The embovac device had not been advanced nor withdrawn against resistance. There was no resistance felt at any point while using the embovac catheter. Continuous flush had been maintained. Excessive force had not been applied to the device. The information confirmed there was no negative patient impact, and the physician did not consider the reported 10-minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31742268) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.